Event description:
It was reported that when using the bd pyxis¿ medflex 1000, pulled 2 meds put one item in wrong cubie. When the pregabalin was pulled, the nurse placed the hydro/apap 10-325 into the pregabalin cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user pulled two medication and added one item in wrong cubie. The technical support specialist (tss) assisted the customer to return the item to correct cubie to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.